Event description:
Patient called to report a "deflation and a movable lump at the top of implant around the edge that can be seen on the outside of skin". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.